Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump and data log were not provided for this case. According to the clinical notes, the psnr alarm was triggered on the day of implant, and the pump continued to run for another 77 hours. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant in the EU had a cp pump placed for a high-risk percutaneous coronary intervention (hrpci). The pump had lost placement signal during the support. There was no harm or injury and the event did not cause any intervention. The pump was weaned and explanted per plan and after the failure of the hrpci.